Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously high hemoglobin (hgb) result generated by the coulter ac-t diff 2 analyzer for one patient. The patient was redrawn and repeated hgb result was lower. The erroneous hgb result was not reported out of the lab. Based on the available information, patient treatment was not affected.

Manufacturer narrative:
The sample was collected in a 4ml edta vacutainer tube and sampled within 3-4 minutes after being drawn. The specimen was stored at room temperature. Qc was run before the event and results recovered within assay range. A field service engineer (fse) was dispatched: the fse bleached the system and set aims. The fse verified the instrument. A clear root cause for this event has not been determined to date.